Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of a new device it was difficult to get stable right ventricular (rv) lead pacing impedance measurements. The procedure was ended with stable measurements. During a follow up the next day there was loss of capture noted on the rv lead and high out of range pacing impedance measurements. It was reported that the patient experienced syncope as the patient was in complete av block. After the syncopal episode high pacing thresholds were seen and automatic capture thresholds testing could not be performed. A lead revision was performed. With the newly implanted lead the pacing impedance measurements were within range, and automatic capture testing was able to be performed. No further adverse patient effects were reported. The explanted rv lead will be returned.